Manufacturer narrative:
Device evaluation summary: the everflex entrust stent delivery system (sds) was received for evaluation. The entrust sds was received loaded on a 0.018¿ guidewire. A portion of the everflex stent is protruding from the distal end of the entrust sds outer sheath. The distal end of the stent does not include radiopaque marker hoops; indicating that not all the stent was returned with the device. Back lighting was used to locate the proximal end of the stent. Approximately 115mm of stent remains within the outer sheath of entrust sds. Approximately 35mm of the stent was not returned. The handle was examined- the guidewire lumen proximal to the safety tab cavity was received pulled out of the handle. The safety tab cavity in the handle was examined: the guidewire lumen is accordion folded within the cavity. The distal end of the everflex stent returned within the entrust stent deployment system exhibited tensile fracturing.

Event description:
Physician intended to use an everflex entrust with a 7fr 45cm sheath and 0.18 guidewire for treatment of a severely calcified, severely tortuous 120mm lesion in distal location in the left superficial femoral artery <(>&<)> popliteal artery of diameter 5mm. The lesion exhibited 80% stenosis. Device was prepped as per IFU without issue. The lesion was pre-dilated using a 5x300 admiral extreme pta catheter with no resistance encountered. During delivery to the vessel the physician was turning the thumb knob and pulled the sheath back enough to deploy the stent half way. As he continued the sheath stopped uncovering the stent and the wheel could no longer be turned. At that point physician tried to pull on the catheter to try to unsheath the stent and in the process pulled the stent apart. Prior to the stent being placed, there was trouble advancing a support catheter and 2.3 laser catheter. The stent fractured mid-stent. The detached portion embolized at the target lesion. The balloon did cross the lesion area and was inflated. No attempt was made to remove the portion deployed and the procedure was terminated. Patient is reported as being alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.